Event description:
G2 ivcf placed here at (B)(6) in 2011 found to be fractured in 2 places, one fragment caught in filter in ivc, other in right middle lobe pulmonary artery. All pieces removed successfully without sequelae.